Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4076-52 lead (B)(6) 2012; 5866-38m lead adapter (B)(6) 2012; 5071-35 x2 lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to possible premature battery depletion. The ICD was removed and a new ICD was successfully implanted. No patient complications have been reported as a result of this event.